Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: corrected data: 1 previously reported event is included in this follow-up record. Product return status: 1 device was not available to stryker for evaluation. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused. Device not received for evaluation.

Event description:
This report summarizes <noe> 41 </noe> malfunction events in which the device had missing paint chips. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 41 events were reported for this quarter. 38 devices were received for evaluation; 38 events were confirmed during testing. 38 devices were found to be affected by missing paint chips. 1 device was available for evaluation but has not yet been received. 2 devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 41 malfunction events in which the device had missing paint chips. There was no patient involvement; no patient impact.